Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger rests) has been confirmed. Upon investigation the current controlling transistor q1 was shorted on the bedside board. This prevented the cause for the shorted component was unable to be positively determined. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
During the fitting for a (B)(6) male pt, a patient service representative (psr) called zoll customer support to report that the patient's battery charger would continuously rest. The pt was issued a replacement battery charger/modem.